Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-17545. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the hospital due to increasing dyspnea. The device was not able to be interrogated and pacing was not visible on the electrograms. The device was explanted and replaced. The patient was in stable condition after the event.